Manufacturer narrative:
Please note: this correction MDR report is being submitted to update the brand name of the affected product in this complaint.

Event description:
It was reported that there was ongoing, transient, high out-of-range impedance on the right ventricular (rv) lead of this pacemaker system. There were multiple alerts over the past couple of years for rv impedance greater than 3,000 ohms. The lead safety switch was previously triggered, changing the programming to the unipolar configuration, resulting in the presence of noise. There was no noise noted in the bipolar configuration. The patient was minimally paced, but had difficulty tolerating unipolar pacing (it could be felt) and had recently also experienced an episode of near syncope. Technical services recommended attempting to program the system to unipolar pacing in a way that was tolerable to the patient and doing further system evaluation with the physician. The pacemaker and rv lead remain in service and no additional adverse patient effects were reported.

Event description:
It was reported that there was ongoing, transient, high out-of-range impedance on the right ventricular (rv) lead of this pacemaker system. There were multiple alerts over the past couple of years for rv impedance greater than 3,000 ohms. The lead safety switch was previously triggered, changing the programming to the unipolar configuration, resulting in the presence of noise. There was no noise noted in the bipolar configuration. The patient was minimally paced, but had difficulty tolerating unipolar pacing (it could be felt) and had recently also experienced an episode of near syncope. Technical services recommended attempting to program the system to unipolar pacing in a way that was tolerable to the patient and doing further system evaluation with the physician. The pacemaker and rv lead remain in service and no additional adverse patient effects were reported.